Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). The visual exam showed that over-retraction of the helix caused deformation/fracture of the proximal section of the inner coil and extension problems.

Event description:
It was reported, during the implant procedure that the lead would not extend smoothly. Retraction very difficult. High impedances >2000 ohms were also noted. Stylet would get stuck and would not extend screw. The lead was not implanted. No patient complications have been reported as a result of this event.